Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and shock and pacing impedance measurements out of range. Additionally, a signal artifact monitor (sam) episode was stored with oversensing. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.